Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of coverage on the lower back. X-rays were obtained and revealed that the leads migrated. The patient underwent a revision procedure wherein the leads were repositioned and suture sleeves were replaced. The patient was doing well postoperatively.